Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the disconnect sleeve was stuck in the up position and could not accept the short. It was further determined that the lock cylinder was power broken. It was further determined that the issues were consistent with user error. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the lock of the motor device was sticking. During in-house engineering evaluation, it was observed that the lock cylinder was power broken. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was reported that there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.